Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm during bolus. The customer's blood glucose was unknown. The customer declined troubleshoot no delivery. The insulin pump will not be returned for analysis.